Manufacturer narrative:
No report of patient involvement. A (B)(6) healthcare service representative performed a checkout of the system and confirmed the reported issue. Data acquisition board (daq) and enhanced sensor interface board (esib) were recommended for replacement to resolve the reported issue.

Event description:
The hospital reported an error that results in the loss of mechanical ventilation. There was no report of patient involvement.